Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2024, the customer reported that the system was shaking during tomo. A field engineer examined the equipment and was able to duplicate the shaking. It was found that the rotational motor back mounting allen screws were loose on the back plate. Removed the rotational motor and secured all 4 allen screws with loctite as required. Vta backlash was adjusted. The block that contained the worm gear was loose on the mounting plate. Mechanical adjustments were performed and the vta tomo motion was calibrated. System met the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
An investigation was completed: on 10/22/2024, it was reported that the system was shaking during tomo exposure. The field engineer (fe) was dispatched to the customer site and found loose vertical travel assembly (vta) bolts. The fe replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,934 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(4) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-6000-3d. Serial number: (B)(6). Manufacture date: 9/26/2016. System installation date: 10/10/2016. Unique device identifier (UDI): (B)(4).